Manufacturer narrative:
(B)(4).

Event description:
The customer complained of a questionable result for one patient sample tested with the elecsys total psa immunoassay reagent (tpsa) on a cobas 8000 e 602 module. The initial tpsa was 0.02 ng/ml accompanied by a data flag when tested on an aliquot of the sample. The doctor questioned the result since it did not match the patient's previous result. The master tube was tested with a tpsa of 13.29 ng/ml on a different analyzer, which matched the patient's previous results. No other tests were affected. The patient was not adversely affected by the event. The tpsa lot number was 15635900 with an expiration date of 09/30/2017. The field service representative evaluated the system and ran performance tests. No issues were found, and performance testing passed. The field service representative stated the system had been running without errors for four days prior to the performance testing. He determined the system was operational.

Manufacturer narrative:
Calibration data did not indicate an issue. Quality controls were in range on the date of the event. There was no indication of a general issue with the reagent or analyzer. The investigation was unable to determine a specific root cause with the information available. Additional information was requested but not provided. Potential causes of the event include insufficient sample volume, foam or bubbles on the sample's surface, or microclots in the sample.